Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with reservoir leak. The customer states the reservoir leaked into the pump. The customer's blood glucose level at the time of incident was 450mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.